Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping) / chronic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), alopecia ("hair loss"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia and iron deficiency anaemia had resolved and the hormone level abnormal, alopecia, tooth disorder and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia and tooth disorder to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, menorrhagia, anemia, general abnormal bleed most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received; previously reported event ¿injury¿ was replaced by more specific information: dysmenorrhea, dyspareunia, menorrhagia, anemia, general abnormal bleed, hormonal changes, hair loss, dental problems, and headaches were added, patient dob and device removal date were added, reporter address updated.. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.